Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge their ipg as recommended. The ipg did not communicate with external devices. Thus, the ipg was deemed inoperable. Surgical intervention was performed during which the ipg was explanted and replaced, restoring therapy.